Manufacturer narrative:
Manufacture reference number:(B)(4).

Event description:
According to the reporter they had a (B)(6) study and could not create the report. The patient did not report anything unusual with the recorder. A repeat procedure will be performed.